Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a cartridge alarm occurred (cartridge alarm 1). Additionally, the insulin gauge was inaccurate and the cartridge was damaged. Customer's blood glucose was 370 mg/dl. Reportedly, customer loaded a new cartridge and resolved issue.